Manufacturer narrative:
Batch review performed on 13 march 2025 (B)(4) items manufactured and released on 02-dec-2020. Expiration date: 2025-nov-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: two years after a tha surgery, the patient compleined of severe pain and the follow-up x-rays revealed clear signs of radioluceny on the proximal stem. The immediate post operative x-rays shows the undersizing of the stem. Aseptic loosening is a well-documented complication of primary cementless hip arthroplasties, particularly when the implant's primary stability may be compromised by undersizing. Root cause: aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
The patient has severe pain and presents signs of loosening/stress shielding. Currently, no revision surgery is planned.